Event description:
At about 6 years 8 months after the primary, the patient came in reporting instability. The surgeon revised the 10mm sphere poly with a 12mm e-cross poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 november 2024 lot 171067: (B)(4) items manufactured and released on 09-may-2017. Expiration date: 2022-04-23. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Conclusions: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.